Event description:
The ventilator circuit disconnect alarm did not alarm when the patient became disconnected from the ventilator. Family also reported the ventilator sounded different than it normally did and stated the pressure sounded more 'muffled' coming from the vent (not as loud). Tracheostomy/ventilator dependent. Patient code: 4582. Device code: 1171, 1012, 1019. Ref: mw5186209.